Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the cause of the cardiac arrest prior to valve implantation was likely a result of the patient undergoing anesthesia and their co-morbidities. The operators chose to implant the valve and the patient failed to recover adequately. This was also a likely result of the cardiac arrest and patient¿s medical condition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during the transapical tavr procedure the valve was explanted and replaced with a surgical valve. Prior to the procedure the patient had decompensated the night before the tavi procedure. The decision was made to proceed with deployment of the 26mm sapien 3 valve via transapical approach. When puncturing the apex (before sheath insertion), the patient experienced a cardiac arrest. Cardiac massage was needed and the patient was placed on bypass. The valve was successfully implanted, however, the patient did not recover and could not be stabilized. It was decided to perform a sternotomy where it was observed that there was no problem with the sapien 3 valve. The valve was well working and in good position. The team decided to explant the sapien 3 valve and implant a non-edwards surgical valve. The hemodynamic instability was likely caused by anesthesia in combination with the patient's pre-existing medical condition.